Manufacturer narrative:
The adverse event product that occurred in austria was returned to the manufacturer on (B)(6). The manufacturer has incurred delays in the process of conducting tests and verifications to identify the cause of the product. Additionally, submission deadlines have been delayed due to errors in submitter and the verification process of esg accounts. And on (B)(6) 2024, we confirmed that there was an error in the file uploaded to esg. The patient had no injuries, and a capsule endoscopy was performed again. The manufacturer acknowledged receipt of the request from the austrian agency on (B)(6). Subsequently, the manufacturer initiated a formal request for the return of the product in question, and the said product was successfully retrieved by the manufacturer on (B)(6). The receiver manifested no observable issues in terms of its appearance, and no problems were identified during the investigative process subsequent to disassembly. The data cable, possessing a structure akin to a standard ECG cable, underwent local disassembly and subsequent retrieval. Upon thorough investigation of its disassembled state, it was discerned that the cable wire had been severed as a result of human force. Despite the patient's assumption of a combustion event, prompted by the product's elevation in temperature, no traces indicative of combustion were discovered. Notably, the data cable comprises a total of nine lines, encompassing eight data lines and one gnd line, with no lines related to power existing. The elevation in temperature observed in the receiver is attributable to the heat generated during the normal operation of the product. Furthermore, it has been substantiated that the temperature at its zenith peaked at approximately 35 cc, signifying the absence of any discernible issues. In conclusion, the product exhibited no issues or abnormalities throughout the investigation.

Event description:
According to islamovic, at approximately 2 pm, she observed an increase in temperature in the device, and shortly thereafter, the cable also experienced elevated heat levels, resulting in an automatic disconnection. Pat did not exhibit any visible injuries. Subsequently, the capsule endoscopy procedure was repeated on the following monday.